Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a protégé gps stent to treat a 60mm soft tissue lesion chronic total occlusion (cto) with little calcification in the mid right basilic axillary junction. Little tortuosity was reported and the vein diameter was 12-14mm. No abnormalities were reported in relation to anatomy. There was no damage to the device packaging and no issues when removing the device from the hoop/tray. The device was prepped as per IFU with no issues. Stent deformation was reported during positioning/deployment. The stent did pass through a previously deployed stent. The physician completed the procedure with a fluency covered stent.

Manufacturer narrative:
Additional information: no resistance was experienced when advancing the device and no excessive force was used. It is reported there was no injury to the patient that could not be repaired. Vessel damage is reported due to crushing of the stent which necessitated exclusion with covered stenting. The type of damage seen to the stent was reported to be crushing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review two cine images were provided. The first image shows two implanted stents. It is evident the stents are not within the same vessel because the visible guidewire does not track though the with even spacing between the stent struts. The tantalum markers at both end of the stent shows no anomalies. The stent that is over the loaded guidewire shows one end of the stent compressed and narrow spacing between the stent struts. The tantalum markers at the area of observed compression were grouped together in close proximity. Within the vessel cine shows a white cloudy appearance within the vessel where the stent appears compressed. The white cloudy appearance was likely the lesion attempting to be treated. The other end of the stent was not in an area compromised by the suspected lesion. The stent appeared fully expanded with even spacing between the tantalum markers. The second image shows the same characteristics as the first image provided; however an additional stent is observed. The additional stent was deployed at the same area of the previously deployed stent that showed signs of compression. The cine provided did not show a significant difference to the lesion. Additional tantalum markers were observed overlapping the previously deployed stent at both ends. The additional stent deployed was the same length as the previously deployed stent. If information is provided in the future, a supplemental report will be issued.